Manufacturer narrative:
Skytron sent our distributor in the area, (B)(4) to the facility to conduct an investigation. The certified service tech reported that the table was in steep trendelenburg when the cylinder broke. The break occurred at the end of the cylinder where the shaft is threaded into the table bracket. There was no obvious damage done to the table bracket. There was no obvious damage done to the table before the incident. While the tech was unable to definitely draw any conclusion as to why the cylinder broke he firmly agrees with the facility that the cause may be due to metal fatigue. The table was sent back to (B)(4) for further inspection, replacement of the entire cylinder unit and will be returned to the facility for their final examination.

Event description:
(B)(4).